Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/03/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/19/2015 with the following findings: the black box shows on 10/26/2014 at 00:43 an unexplained loss of prime event; follow by a por on 10/29/2014 00:01. Pump was powered back on at 21:11 on 11/19/2014; insulin deliveries never resumed. The pump alarm history shows typical usage alarms. The basal and boluses add up appropriately to total the tdd; showing the pump was delivering accurately until the last date used. The pump passed a delivery accuracy test and was found to be operating within required specification and delivering accurately. Investigators were unable to duplicate reported complaint. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging a history settings (inaccurate delivery) issue. The reporter stated that the patient had a blood glucose (bg) of 22.8mmol/l with symptoms of dehydration and headache. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. Customer support (cs) reviewed the pump and all boluses are recorded as programmed. This report is being made due to the history settings issue.